Event description:
It was reported that upon removal of surgical drape after an unspecified surgical procedure, it was noticed that the peripheral IV had infiltrated causing a moderate hematoma in the right forearm. It was estimated approximately 100ml of normal saline infused into the tissue. The pump module was on guardrails and did not alarm to indicate any issue (the pump is not designed to alarm for infiltration) and continued to infuse. The IV was discontinued immediately and a heat pack was applied and wrapped with elastic bandage. The patient had no complaints at the affected extremity. Furthermore, it was noted that interventional attending physician examined the patient, the patient has positive radial pulses. The patient was then transported back to medical intensive care unit (micu), the patient was already an micu patient and was being returned to the unit after the procedure.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by bd.

Manufacturer narrative:
Additional information: report source other, imdrf annex a, c and d codes.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was patient involvement but no harm.

Manufacturer narrative:
Correction: describe event or problem.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was patient involvement but no harm.